Event description:
I have had increased pain in my neck, back, and legs, headaches, increased fatigue, bloating, extremely painful uterine cramping, increase in the amount of blood lost during periods, stabbing pain on my left side (where my essure is) under my ribcage. (B)(4).